Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following systems: aviva insight meter - system 1, serial number - unknown; aviva ii meter - system 2, serial number - (B)(4). Device was discarded.

Event description:
Customer allegedly received the following results, with two different meters while using the same test strips, within 10 minutes: 6.0 mmol/l on aviva insight meter (system 1) and 3.6 mmol/l on aviva ii meter (system 2). No death or serious injury reported. Customer discarded alleged test strips; product will not be returned.